Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced when filling a cartridge. Reportedly, the customer changed the cartridge, needle and syringe and loaded the new cartridge successfully. Blood glucose was 200 mg/dl.